Event description:
The customer reported via phone call that the insulin pump experienced a beep anomaly and beeped every hour. The customer's blood glucose was 181 mg/dl. The customer also observed an open circle at the top of the insulin pump. The caller stated that he had a temporary basal rate running when he was not supposed to and was assisted with turning the basal rate off. The customer declined changing the alert type to vibrate. Upon troubleshooting, the insulin pump passed the self test. The customer stated that the insulin pump did not vibrate during the self test. The customer was advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.